Event description:
On (B)(6) 2013: customer states via phone with these errors that lost fluoro during a urology procedure on a male pt of unk age. They were able to complete the procedure by moving the pt to another room. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot and found the tower interface board was causing an intermittent park arm collision alarm. Fse replaced the power interface board, and verified proper operation and completed service checklist (B)(4) and returned the unit to full service. The intermittent park arm problem would have resulted by design of fluoro being locked out.